Event description:
The device was explanted because it failed to convert induced fibrillation during attempted implant. An external defibrillator was demonstrated to defibrillate the pt with 17 joules.